Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the prograsp forceps instrument exhibited a hard time rotating the tip. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of loose pitch cable to be related to the customer reported complaint. The instrument was found to have a loose pitch cable at the clamping pulley inside of the housing. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable or loose pitch cable at the proximal.

Event description:
Refer to h11 for follow-up information.